Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint will be returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. Ref (B)(4).

Event description:
"When she pushed the foot pedal the machine resets itself. She actually needed help because it would not fully cut and a piece of tissue was hanging from the patients vagina.." Ref. (B)(4).

Manufacturer narrative:
(B)(4). Investigation: inspect returned samples: initiated manufacturer's investigation, no sample returned. Review DHR: inspect stock product. *analysis and findings a review of the 2 years complaint history reveals no similar issue. The DHR for leep precision intg. Sys. P/n- lp-10-120, reveals no anomalies. The complaint unit, leep precision intg.sys., p/n-lp-10-120 and serial#(B)(4), was received with wire pulled out from plug. Repair tech had confirmed that customer had used wrong power supply and with exposed wire condition, due to that received complaint unit was not working. The power supply used by customer was too small to handle leep unit. The unit was built in may of 2016 and it was 100% inspected prior to release. The replacement unit was sent to customer. The potential root cause for this complaint condition may be attributed to end user error. After power cord replacement the complaint unit was transferred to stock as new unit. No further action required at this time. Cooper surgical will continue to monitor this type of complaint condition. *correction and/or corrective action the replacement unit sent back to the customer. This complaint will be entered into the cooper surgical continuous improvement plan (cip). *corrective action level 4 train personnel, none, reason: this is not an assembly issue. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. *was the complaint confirmed? Yes. Review and closure: recommended continuous improvement program (cip): complaint closure letter required? Ncmr issued? #: CAPA required? #: other regulatory action needed: *preventative action activity reviewed. Trend and monitor to cip.

Event description:
"When she pushed the foot pedal the machine resets itself. She actually needed help because it would not fully cut and a piece of tissue was hanging from the patients vagina.." (B)(4).